Event description:
It was reported that the patient infusion set failed on (B)(6) 2026 leading to hyperglycemia and the patient got treated via manual injection with insulin pen. No further information was available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:8021545.